Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a black dot-like foreign material was adhered on the iol surface or the cartridge, thus he/she refrained from using it. The surgery was completed after replacing the iol and the cartridge with another one.

Manufacturer narrative:
Evaluation summary: the lens was returned partially inserted into the loading area of a qualified cartridge. The leading half of the lens inside the loading area is tilted toward the floor of the cartridge. Viscoelastic is observed dried on and around the lens. There is no viscoelastic observed beyond the lens inside the cartridge. The trailing haptic is folded toward the loading area. A small thin dark fiber is observed on the anterior distal tip, dried in solution to the lens. Dark particles are observed at the cartridge loading area upper edge on the exterior. Two small dark particles are also observed on the interior ceiling of the cartridge, located between the optic and leading haptic. There are no particles observed beyond the lens inside the cartridge. There is no evidence of the cartridge being placed into a handpiece. There is no damage observed to the cartridge. Photos in the file were reviewed. The photos match the condition of the returned samples. The lens/cartridge samples were sent to the lab for isolation and testing. The lab results are attached to the file. The report ar no: 103454608 indicated that the iol was visually and microscopically examined and the foreign material on the haptic was observed. Microscopic examination shows a black fiber approximately 220 ¿m in length adhered to the haptic. The black fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-it). Comparison of the particle¿s generated infrared (ir) spectra to a library of spectra finds the best match to be suture (black braided silk) (ft-ir spectra 1). Product history record review indicated the product met release criteria. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used in the cartridge. The reported complaint of foreign material on the iol surface was confirmed. A small black fiber was observed on the lens trailing haptic. The exact source of the suture-like material cannot be determined from the investigation. Suture material is not used in the manufacturing process or within the manufacturing facility in any capacity. Suture material would be expected to be found in surgical suites. Due to the presence of viscoelastic inside the cartridge loading area and the lens partially loaded, this evidence of customer handling reasonably suggests that the foreign material most likely originated beyond the manufacturing facility. The manufacturer internal reference number is: (B)(4).